Event description:
Per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (right - device 1, left - 2). Per op notes, ¿on right, direct inguinal hernia was noted. A sepramesh ip (device 1) was placed under the cord and to fill out the direct canal using sorbafix tacks. On left, adhesion was noted. A sepramesh ip (device 2) was placed in same fashion using sorbafix tacks.¿ (B)(6) 2021 ¿ patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair with the removal of mesh (device 2) and implant of 3dmax mesh (device 3) and ventralight st mesh (device 4). Per op notes, ¿attention to the left side, the previously placed mesh (device 2) was bunched up and adherent to thes inferior epigastric. A portion of mesh (device 2) was trimmed. The entire mesh could not be removed due to scarring of vessels. The indirect component of the hernia sac was also reduced. A left bard 3dmax mesh (device 3) was placed into the abdomen and anchored medially to pubic symphysis and cooper ligament using tacks. Attention to right side, the mesh was noted have migrated laterally and inferiorly. There was a direct hernia identified. The previous mesh (device 1) was adherent to the peritoneum. A ventralight st mesh (device 4) was cut to size and place in a keyhole fashion to repair the hernia defects. The slit was made in previous and wrapped around cord structures using tacks.¿

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the sepramesh ip (device 2). An additional supplemental emdr was submitted to represent the bard/davol sepramesh ip (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.